Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked near the injection port. The leak was discovered immediately after adding carrier solution, during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 30, 2023 ¿ november 6, 2023. H11: the device was received for evaluation. A functional leak test was performed, and a leak was observed coming out at the solvent-bonded junction of the tubing and stressmember next to the fill port area. The tubing and stressmember measurements were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) causing the leak. The reported condition was verified. The cause of the inadequate insertion depth was due to an improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.